Manufacturer narrative:
Investigation summary: hemodynamic instability: the cause of the issue was not established as limited clinical information was provided. Placement signal issue: the cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided. Low pump flow: the cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella rp flex was inserted via the right femoral vein in a 62-year-old male who presented post¿cardiothoracic surgery with right heart failure in scai stage e cardiogenic shock. The patient had a known history of coronary artery disease and was admitted for an elective coronary artery bypass graft and mitral valve procedure. The patient required advanced hemodynamic and respiratory support, including inotropes, vasopressors, and mechanical ventilation. The patient had initially received an impella 5.5 via direct aortic access the day prior due to worsening hemodynamic status. Given progression of right ventricular failure, the patient was escalated to biventricular support with subsequent placement of the impella rp flex. It was later reported that placement signal spikes with associated decreases in flow were observed on the impella rp flex, with no alarms present on the automated impella controller and no changes made to patient management. The patient experienced hemodynamic instability and death in association with the impella rp flex support. These events occurred in the setting of severe postoperative cardiogenic shock, right ventricular failure, recent major cardiac surgery, known coronary artery disease, and escalating requirements for mechanical and pharmacologic support. The patient¿s clinical course was marked by profound critical illness with multiple comorbid conditions and progressive cardiogenic shock requiring escalation from left-sided to biventricular mechanical circulatory support. Hemodynamic instability and mortality in this clinical context are multifactorial and commonly associated with postoperative myocardial dysfunction, right ventricular failure, and the severity of underlying disease. Based on the available information, the reported event occurred in the setting of the patient¿s critically ill state and comorbid conditions. The patient expired.